Event description:
During testing at the user facility, the fluid shield was found to be damaged and fluid spillage was noted. The device was returned to the biomedical department for a report that the device does not recognize the cassette. No tracking info was provided; therefore, specific pt info, device programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the fluid shield was found to be damaged and fluid spillage was noted. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.